Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
It was reported to philips that the device displayed a battery deleted error. It was unknown if the device was being used on a patient at the time of the event. A good faith effort has been made to obtain further information. A philips field service engineer (fse) was dispatched to the customer site to provide onsite assistance.

Manufacturer narrative:
G4: 05oct2020. B4: 06oct2020. The fse confirmed the customer's complaint. The fse plugged the unit to charge the backup battery and determined due to the age of the battery is does not hold a charge. The fse did not repair the device informed the customer the battery is no longer available to order and advised the customer to retire the device. Multiple good faith efforts were made to obtain information regarding device context of use and additional information for battery with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. 1. Monday, october 5, 2020 12:14 pm emailed (B)(6) @ (B)(6) ; 2. Tuesday, august 25, 2020 3:50 pm emailed (B)(6) @ (B)(6) ; 3. Monday, august 10, 2020 8:47 am emailed (B)(6) @ (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.